Manufacturer narrative:
Philips investigated this complaint. According to the information collected, and the analysis of the log files, it has been confirmed that the detector was initially positioned and the position as well as the source image distance (sid) were stored. Subsequently the kyphoplasty needle was inserted into the spine and the detector was moved using the automatic position control (apc). When the stored position was reached, the detector moved to the stored sid touching the needle and pushing it into the patient. The bodyguard sensor of the system was checked and confirmed to be correctly working. A collision with a needle will not be detected by the bodyguard. The instructions for use of the system include precautions when moving the detector and limitations of the bodyguard sensor (4522 203 17232) paragraph 3.6. The customer has been informed about the limitations of the bodyguard sensor and the sid restored for apc has been turned off for kyphoplasty procedures. No similar complaints have been identified. No malfunction has been confirmed. No further actions will be taken.

Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
It was reported to philips by the customer that during a kyphoplasty procedure the kyphoplasty needle was pushed in the spine of the patient by the detector of the allura system. This occurred when the position of the detector was being changed by the user using the automatic position control. The needle was removed with the use of a CT scan. No patient harm was reported to philips. The kyphoplasty procedure was finished after the needle was removed.